Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site. The fse performed a total service call and found no issues. The fse primed the acid and base and replaced the acid pump when it failed during priming, cleaned the predispense area as it was contaminated with serum, replaced the sample probe belt. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp br results were obtained on the advia centaur xp instrument and were reported to the physician(s). The samples were retested and corrected reports were issued. There is no report of adverse health consequences or patient intervention due to the discordant br results.